Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation in the area where the foreign matter remained. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection and instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Evaluation did find that water tightness was lost due to a pinhole on the bending section cover, the bending section cover adhesive was chipped/cracked, the water removal ability and amount of water contact did not meet the standard value due to clogging of the nozzle, the bending tube was dented, the connecting tube was buckled, the paint on the suction cylinder was peeled, the universal cord was wrinkled, the indication on the scope connector was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported a remote switches problem with the evis lucera gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter clogging in nozzle. There were no reports of patient or user harm associated with this event.